Event description:
It was reported that catheter entrapment occurred. The 50% stenosed target lesion was located in the non-tortuous and mildly calcified right anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced onto the .014, 300cm thruway guidewire for dilatation. However, the balloon and the guidewire were stuck together. The two devices were completely removed from the patient's body and the procedure was completed with a new wire and another of the same balloon. There were no patient complications reported. It was further reported that when the physician realized there was an issue advancing the balloon, they tried pulling the balloon back over the wire and also simply pulling the wire. When these attempts failed, the system was pulled.

Manufacturer narrative:
Age of time of event: 18yrs or older. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The balloon was buckled starting at the proximal end and extending 7.5cm distally. A guidewire was inside the device and was able to be removed out the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age of time of event: 18yrs or older.

Event description:
It was reported that catheter entrapment occurred. The 50% stenosed target lesion was located in the non-tortuous and mildly calcified right anterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced onto the 014 300cm thruway guidewire for dilatation. However, the balloon and the guidewire were stuck together. The two devices were completely removed from the patient's body and the procedure was completed with a new wire and another of the same balloon. There were no patient complications reported.